Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: three openings were observed on posterior side assessed as surgical damage and one opening observed on valve bond edge assessed as unidentified (tear) opening. Additional observations: creases were observed. Wear abrasion observed. White particles observed inner the device. No further actions are required as the device was implanted.

Event description:
Health professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.